Manufacturer narrative:
The microsensor ((B)(4)) was not returned for evaluation as the product was discarded therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor ventricular catheter kit was implanted on (B)(6), 2022. It was noted there was csf leaking from the catheter and it was replaced. Issue was detected after implantation site closure. No surgical delay reported.